Manufacturer narrative:
Reliability analysis inspected 3 opened/used infusion sets and performed manual prime test using a new lab reservoir along with a pump. Two of 3 infusion sets failed per inspection due to found occluded at p-cap needle. The remaining infusion set passed per inspection. No occluded anomaly was observed during analysis.

Event description:
The customer reported via phone call of excessive no delivery alarms from the infusion set. The customer's blood glucose reading was 87 mg/dl. The customer stated that the alarm occurred during manual prime. The customer stated that the no delivery alarm was not recurring. The customer was advised to clear the alarm with the escape and act buttons. The customer was advised to replace the plunger and manually push the plunger to verify insulin exited the tubing. The customer stated that insulin did exit. The customer stated that she has gone through 4 infusion sets. The customer was advised to return the infusion sets.